Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a battery connector was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect connector has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the x-ray battery connector was found to be corroded. There was no patient present at the time of the issue.

Manufacturer narrative:
The battery connector was returned to the manufacturer for analysis. Analysis found that the battery connectors are displaying corrosion.. Analysis found that the reported event was related to a mechanical issue.